Event description:
It was reported during the trial procedure, the pt experienced itchiness while stimulation was in use. The pt reported the itching was improved after the tape was removed. The trial was successfully completed. The issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.